Event description:
Screws and piece of bone from left hip inserted 3/26/92. Rptr's l5-s1 nerve root was damaged. She has been in constant pain ever since. The screws are embedded in the vertebrae, not the pedicle. Even though she is having the same problems.